Event description:
The customer reported that on (B)(6) 2012 erroneously elevated or imprecise accutni patient results, within the risk stratification range of the assay, were generated on an access 2 immunoassay system for three patient results. The accutni results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to the event. Repeat testing of the patient samples produced lower results, within normal reference range of the assay, for two patients. The third patient's results were reproducible however collectively; the initial and repeat results did not meet labeled accutni assay precision claims. Instrument assay quality control results generated during the timeframe of the event were found to meet customer established specifications. There were no instrument error messages posted in associated with this event. The samples were collected in lithium heparin tubes and centrifuged prior to testing. Patient information was not provided by the customer. There was some concern that fibrin may have contributed to the erroneously elevated results, however, the customer did not confirm they believed sample handling to be the cause of the erroneously elevated results.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that system checks executed prior to the event met instrument specifications. Additionally, the active calibration curves were acceptable. Beckman coulter inc. Service was not dispatched to the site. The customer's biomedical engineer discovered and cleaned out build up of the wash carousel of the instrument. The biomedical engineer also instructed the customer to pipette samples off of their sample tubes. The instrument was performing within specifications after biomedical engineer activities. The exact cause of the event is unknown and could not be determined.